Event description:
Lap. Chole - "the inzii ruptured during the retrieval maneuver and the gall bladder fell back in the abdomen. Everything could be retrieved completely with a new retrieval bag." Patient status: ok

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our initial / final report.